Event description:
The reporter states that the lancet does not retract back into the cap of the accu-chek soft touch lancet device after firing. He states that "the lancet remains in finger but does not break off until he moves finger away". The reporter also states that the spring is weak. No action taken or treatment given based on the lancet device issue. No accidental stick or adverse event reported. New lancet device with lancets was sent and return requested.